Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was in disconnected mode.. A technical support specialist identified that the user had tried to access these orders following their discontinuation and found no problems on the server. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station was in disconnected mode. The customer reported that the nurse was unable pull medication from the station. There were no adverse events or injuries reported based on this event.